Event description:
It was reported that the customer had four tunneled catheters "fall out". This occurred after the 3 week suture period of wings, that is policy.

Manufacturer narrative:
No device samples are being returned for evaluation. Record review. A review of the manufacturing records for the lot number provided, indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.